Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 550cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. Mammogram performed on (B)(6) 2021 indicated left-sided rupture. The diagnosis of the left-sided rupture was confirmed by the patient¿s physician on (B)(6) 2022. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #:3505001bc, left serial #: (B)(4), right catalog #:3504251bc, right serial #: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
On 8-mar-2022, it was found that the suspected medical device was received on 1-mar-2022 under a different complaint file. On 11-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).